Event description:
Voluntary distributor report a sales representative reported on behalf of a customer that the hs-0830, hydroseal silicone cannula 8x30 mm, qty 5 device was used in a shoulder arthroscopy, arthroscopic rotator cuff repair procedure on (B)(6) 2025, and ¿the two flaps of the cannula ripped off upon insertion¿. Further assessment found the flaps fragmented off the device and into the surgical site, and "all fragments (2) were retrieved" using a grasper and hemostat. The procedure was completed as normal with the use of an alternate same device and a delay of ¿3-5 minutes to retrieve the fragmented pieces¿. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The manufacturer, t.a.g. Medical products corporation ltd. Is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor per regulatory requirements to help ensure patient safety.